Manufacturer narrative:
Medical device was manufactured in accordance with our specifications. Root cause of reported event could not be confirmed. This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that: "revision surgery due to loosening/lysis". A tornier aequalis resurfacing head component was removed and replaced by a tornier reversed prosthesis. Revision surgery date (B)(6) 2016. Primary surgery(B)(6) 2010. Patient ID: (B)(6).